Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: mechanical (g04), impactor. The following sections were updated: a1; a2; a3a; e1; h2; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of part and lot identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that, on an unknown date, a secondary impactor broke while the surgeon was placing the glenosphere. During intraoperative implantation of the glenosphere, the secondary impactor failed and broke. No additional details were provided regarding the circumstances of the break or any related surgical adjustments. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.